Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump is now flashing on and off and beeping. Customer will be calling back to complete troubleshooting. Customer's blood glucose reading at the time of the call was 144 mg/dl. No further information reported.